Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  since at least 3 years ago has had overstimulation and now can barely go and  not  think it is overdoing it or not serving the purpose anymore. When asked, patient said hasn't had an appointment in years, and the patient  not connected to implant themselves. The patient said that they received a call this morning from medtronic at 11:40am and was redirected to contact patient services for assistance with finding a new physician. Reviewed therapy information and general programming guidance. With instruction, the patient attempted to connect to the implant but received the poor communication screen both with and without the antenna attached. When asked, the patient said no longer feel any stimulation. Reviewed stim longevity. The issue was not resolved through troubleshooting. Patient said would like to have the implant removed. The patient was redirected to to their physician to schedule a device check and discuss removal of the implant.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.